Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the apix table would not move and the console would not work. No pt injury was reported.